Event description:
It was reported that the patient had erythema and firmness over the area of spinal cord stimulator (scs) lead placement and was not healing well. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred post implantation prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, model: sc-2408-56, serial: (B)(6), batch: 7087538, upn: m365sc2408560, UDI: (B)(4). Product family: scs-ipg-r-MRI, model: sc-1232, serial: (B)(6), batch: 803699, upn: m365sc12320, UDI: (B)(4).